Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right atrial lead exhibited loss of capture. This lead was surgically abandoned. An attempt to replace the lead was made however was unsuccessful. A new right atrial lead was not implanted. No adverse patient effects were reported.